Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the device passed acceptance test and functioned as designed. Therefore, the reported condition was not duplicated or confirmed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
This is report 2 of 2 from the same event. It was reported that during atresia repair surgery, e6 and e8 error codes were observed on the console device when in use with the motor device. According to the reporter, the device would work for a minute and then turn off. When the user attempted to turn the device back on, the error message appeared. As a result, there was a ten minute delay to the surgical procedure. The exact event date was unknown. Although the reporter clarified the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.